Manufacturer narrative:
The customer repeated two patient samples which recovered high on the e411 analyzer and a second system. The results were comparable.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested for elecsys hcg+ss (hcg+ss) on a cobas e 411 immunoassay analyzer. The first patient sample initially resulted in an hcg+ss value of 0.221 miu/ml and this value was reported outside of the laboratory. The physician complained about the result because a "upt" scan of the patient was positive (baby with heartbeat). The sample was repeated on (B)(6) 2022, resulting in a value of 18168 miu/ml. The second patient sample initially resulted in an hcg+ss value of 0.209 miu/ml on (B)(6) 2022 and this value was reported outside of the laboratory. The physician complained about the result after the patient came in for a follow up, so the sample was repeated. The sample was repeated on (B)(6) 2022, resulting in a value of 389 miu/ml. The hcg+ss reagent lot number was 584579. The reagent expiration date was requested, but not provided. The second sample was initially tested with a different reagent pack of the same lot.

Manufacturer narrative:
The reagent expiration date was 31-mar-2023. Both samples were repeated on the e411 analyzer and a cobas 6000 e 601 module. Both samples resulted with high values and the results agreed. Calibration signals were lower than expected, but the calibration was ok. Only one level of control was measured on (B)(6) 2022; recovery was within range. There is no indication of a general reagent issue. The investigation could not identify a product problem. The cause of the event could not be determined.